Event description:
During the surgery, the infusion valve (the one that supports the fluid/air exchange) did not work: the air did not pass through the line. No pt impact was reported. The sales promoter cut the infusion line and inserted a three-way valve to bypass the infusion valve. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).